Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. One photograph of a powerpicc catheter was returned for evaluation. Inspection of the photograph found that circumferential damage was present on the proximal end of the catheter tubing. Additionally, the cross-section of the tubing surrounding the damaged area appeared to have an elliptical shape. The photo did not provide enough detail to determine if any of the damage penetrated the catheter tubing wall; however, a survey of previously investigated and similarly reported events suggested that damage of this type may result in penetration of the catheter wall. The features observed suggested that flexural fatigue of the catheter may have contributed to the observed damage. However, insufficient evidence was identified to conclusively determine this. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient had a catheter placed in july, and the end of the catheter was cracked and leaked. No further information was provided.